Event description:
The customer observed a tsh outlier result on a single pt sample. The biased result was not reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report correspons to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event concluded that repeat testing performed on the same eci analyzer and an alternate eci analyzer produced acceptable, repeatable results while. Utilizing the same reagent lot number. An ocd field engineer has visited the site several times to service the analyzer. The root cause of this event is unk.